Event description:
The wife of an (B)(6) male pt called zoll customer support to report that the pt was receiving check belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) was confirmed. Upon receipt the trunk cable connector was cracked and wires were exposed. The root cause for the broken trunk cable connector could not be positively identified but was likely excessive force. No adverse event resulted from the defective trunk cable connector. The pt rec'd a replacement electrode belt.